Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID 306001, lot# unknown, product type: screening device. Product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the bandages are almost off and the lead wire was hanging down and patient did tuck it back up under the bandage. She has developed an allergy to the bandage and she is itching like crazy. Patient is going to the doctor tomorrow to check everything out.  No further complications were reported/anticipated at this time.